Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2 additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a water immersion inside the camera head from the cable and the invaded liquid reaching the inside of the lens because a leak due to punctured cable and moisture inside the lens have been observed. The event can be prevented by following the instructions for use which state: never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an image problem (cloudy image) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to moisture inside the charge-coupled device lens. Additional evaluation findings were as follows: the electrical system had a puncture on the cable, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.